Event description:
It was reported that the patient complained of the device output not being 'good enough,' and that it did not fit expectations. The patient asked for reprogramming. The device was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.